Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung lobe resection in right thoracoscopy malignant tumor surgery, a warning of excessive force was displayed halfway and staple stopped. To resolve the issue, another handle, adapter and cartridge was used. There was no patient injury.